Event description:
Event description guidant received information that this right ventricular lead was abandoned surgically during a device replacement procedure, due to increasing threshold and impedance measurments. A lead fracture was suspected.